Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when using the pacing cables with an external pulse generator there was no capture when the lead was connected into the cable head. It was noted that an explanted device that connected directly via is-1 port and left external was then used instead of the external pulse generator to resolve the issue. The pacing cables were discarded. No further patient complications have been reported as a result of this event.